Event description:
A patient reported an infusion set with a bent cannula discovered upon insertion on the arm on (B)(6) 2026. The patient experienced bleeding at the application site on the arm where the bent cannula was inserted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.